Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02777, 3006705815-2020-0278. It was reported that patient was unable to set ipg to MRI mode. Diagnostics indicated high impedance on one of the leads. As a result, patient underwent surgical intervention wherein the ipg and leads were explanted.